Event description:
The lay user/pt contacted lifescan in 2008 and alleged that the sample was not drawn in her one touch ultra test strips. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred the same day at 11:30 am. As a result of the reported issue, she did not take any actions regarding her diabetes mgmt. An hour later, she reportedly developed symptom of being sweaty. She did not receive any treatment. At the time of troubleshooting, it was verified that the pt's technique for sample application was correct and that the confirmation window on the test strip was not filled. The complaint is being reported because the pt claimed that she experienced a symptom suggestive of hypoglycemia after the reported issue began. She did not self-treat or receive medical attn. The alleged issue was not resolved with troubleshooting. Replacement prods were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject prod(s) for eval. If the prod(s) are returned, lfs will evaluate it/them and inform FDA of prod(s) that do not pass inspection in a supplemental report.